Event description:
It was reported that the device would constantly turn itself on and then off, when plugged into ac power, in one second intervals. There was no pt use associated with the reported event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The therapy pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and confirmed the reported failure; however, the cause could not be determined, as the therapy board was damaged during the analysis process.